Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump passed the displacement test, self test, and reset error test, operating currents, and the off no power test. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and severely scratched display window. No moisture damage noted to the electronics assembly.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed and stopped working. Insulin squirted out during the manual prime. The customer's blood glucose reading was 413 mg/dl. The customer was treated with an insulin pen. The drive support was sticking out. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.